Event description:
A malfunction was reported on a pump, causing the customer's blood glucose level to exceed 500 mg/dl, with the exact value displayed as "high." The customer managed the elevated glucose level by administering a correction injection using multiple daily injections (mdi). Technical support arranged for a replacement pump to be sent to the customer and provided instructions on placing the current pump into storage mode before returning it to tandem. The customer was also advised on the steps to follow upon receiving the replacement pump.